Event description:
(B)(4). Over time, started noticing an increase in migraine headaches, increasing fatigue/muscle pain and painful intercourse. Was finally diagnosed with fibromyalgia after a few years - none of these symptoms present before essure.